Event description:
Event verbatim [preferred term]. Have 2 blisters on my stomach [blister], had one of the neck patches on my stomach area to help with cramps [device use issue]. Narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose on her stomach area to help with cramps. Medical history and concomitant medications were not reported. Consumer loved the products and had been using them for years. She had one of the neck patches on her stomach area to help with cramps and she had 2 blisters on her stomach. She just wanted to let you know in case this has happened to others. She would still continue to use the products she just wanted to make sure there wasnt any recent recalls on the neck patches. The action taken in response to the events of the product was dose not changed. The outcome of the events was unknown. According to product quality complaints: photos were provided with lot ch9468 and expiry 30jun2022. A sample was not received at the site. There was reasonable suggestion of device malfunction; severity of harm: s3. Conclusion: this investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following customizable complaint intake, triage, and investigation (citi) search was performed: scope: responsible site notification date: 05jun2017 through 05jun2020/manufacturing site(site name)/complaint class: external cause investigation complaint sub class: adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The citi customizable search returned a total of (B)(4) complaints for neck shoulder & wrist (nsw) 8hr therapy heat wrap products during this time period for the class/subclass. None of the complaints were identified as having a manufacturing related root cause of for adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor. The subclass shows an increase in dec2018 to apr2019, may2019 and jun2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. The data shows a trend emerging for the subclass in apr2019 through jul2019. Complaints increased due to consumers reporting complaints by description with a severity ranking of s-too cool, heat/cold did not last long enough, never worked, squeeze tube pouch damage defect per prt-# hazard analysis, thermacare heat wrap product: 8 and 12hr. (B)(4) of (B)(4) complaints received in apr2019 were related to open pouches. (B)(4) of the (B)(4) complaints received in may2019 were related to open pouches. (B)(4) of the (B)(4) complaints received in jun2019 were related to open pouches. All open pouch complaints are investigated per investigation memo cd-# and are not valid adverse event. None of the complaints received in jul2019 were confirmed to have a manufacturing root cause related to an adverse event. Based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, adverse event safety request for investigation, adverse event/negligible-minor for neck/shoulder/wrist pain therapy heat wrap products. Follow-up (31aug2020): follow-up attempts completed. No further information expected. Follow-up (30aug2020 and 02sep2020): new information received from a product complaint group includes investigation results; photos with newly reported thermacare lot & expiry. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
A sample was not received at the site. There was reasonable suggestion of device malfunction; severity of harm: s3. The complaint is not confirmed as a manufacturing defect. This investigation was conducted for an unknown lot number neck/shoulder/wrist (nsw) 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Manufacturer narrative:
Summary of investigation: batch ch9468 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-34819, effective: 25jun2019. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result was 2.6. This result was below the upper control limit (ucl) of 33.9 complaints, per sop-105746 complaint trending guideline, effective 24feb2020. On the basis of this evaluation, a trend does not exist for this batch. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, for neck/shoulder/wrist pain therapy heat wrap products. Site sample status was received at the site. Date samples were received was 14jul2020. Return sample evaluation: two nsw8 pouches: (l) ch9468 n 07/04 exp jun2022 02:48; (l) ch9468 s 07/04; exp jun2022 02:51. Pouches were opened by the inspector. Two nsw8 wraps- wraps appear to be of good quality; no obvious defects.

Event description:
Event verbatim [preferred term]. Have 2 blisters on my stomach [blister]. Had one of the neck patches on my stomach area to help with cramps [device use issue], , narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), lot number: ch9468, expiry date: jun2022, from an unspecified date and ongoing at unknown dose on her stomach area to help with cramps. Medical history and concomitant medications were not reported. Consumer loved the products and had been using them for years. She had one of the neck patches on her stomach area to help with cramps and she had 2 blisters on her stomach. She just wanted to let you know in case this has happened to others. She would still continue to use the products she just wanted to make sure there wasn't any recent recalls on the neck patches. The action taken in response to the events of the product was dose not changed. The outcome of the events was unknown. According to product quality complaints: there was reasonable suggestion of device malfunction; severity of harm: s3. Summary of investigation: batch ch9468 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The DHR, reserve samples, and trending were evaluated. No quality issues were identified. Conclusion: the root cause category is non assignable (complaint not confirmed). Review of the batch device history record for this batch concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this batch indicates that all required in process inspections were performed and all inspection criteria were met. There were no wrap attribute or variable defects recorded for the batch. Thermal data for the batch shows all wraps met the required wrap batch average temperatures (37.6°c - 41.6°c) per spec-34819, effective: 25jun2019. Our manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. The complaint was evaluated to identify any potential trend. The calculated complaints per million produced (cpmp) result was 2.6. This result was below the upper control limit (ucl) of 33.9 complaints, per sop-105746 complaint trending guideline, effective 24feb2020. On the basis of this evaluation, a trend does not exist for this batch. Exped trend actions taken: based on this customizable citi search, a trend does not exist for the subclass adverse event/serious/unknown, for neck/shoulder/wrist pain therapy heat wrap products. Site sample status was received at the site. Date samples were received was 14jul2020. Return sample evaluation: two nsw8 pouches: (l) ch9468 n 07/04 exp jun2022 02:48; (l) ch9468 s 07/04; exp jun2022 02:51. Pouches were opened by the inspector. Two nsw8 wraps- wraps appear to be of good quality; no obvious defects. Follow-up (31aug2020): follow-up attempts completed. No further information expected. Follow-up (30aug2020 and 02sep2020): new information received from a product complaint group includes investigation results; photos with newly reported thermacare lot & expiry. Follow-up attempts are completed. No further information is expected. Follow-up (10sep2020): new information received from the product quality complaint group included updated investigational results. Follow-up attempts are completed. No further information is expected.

Event description:
Have 2 blisters on my stomach [blister].had one of the neck patches on my stomach area to help with cramps [device use issue]. Narrative: this is a spontaneous report from a contactable consumer. This female consumer of unknown age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) via an unspecified route of administration from an unspecified date to an unspecified date at unknown dose on her stomach area to help with cramps. Medical history and concomitant medications were not reported. Consumer loved the products and had been using them for years. She had one of the neck patches on her stomach area to help with cramps and she had 2 blisters on her stomach. She just wanted to let you know in case this has happened to others. She would still continue to use the products she just wanted to make sure there wasn't any recent recalls on the neck patches. The action taken in response to the events of the product was dose not changed. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.